Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter was placed 3 to 4 months ago. They were not able to retrieve filter with a clover snare with standard procedure. They needed to go to a 12 fr angled sheath. They then looped the glide wire through the body of the filter and externalized the glide wire to right side off the wall of the filter. They advanced the 12 fr sheath over the hook of the filter. He applied traction to the externalized glide wire and advanced the 12 fr sheath over the ivc filter completely. He then removed the filter from the ivc. Upon examination of the filter on the table, one secondary leg was detached from the filter. Upon examination, they were missing one of the 8 secondary legs. Upon examination, an x-ray found that the secondary leg looked like it was in the right ventricle. Then, after that , they tried using a 6 fr multipurpose catheter and put two different kinds of snares (one gooseneck, one multi-petal) in but was unsuccessful trying to snare the secondary leg. The patient was discharged. They resumed his anticoagulant. It has not been confirmed if there will be another attempt to retrieve the leg. Additional information received 11aug2022: 2 secondary legs broke off when retrieving, one came out with the sheath other was left in patient, was unsuccessful in trying to snare this 2nd secondary leg. Patient was doing well and discharged same day as procedure with anticoagulants. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Event description:
Additional information received in maude report mw5111580 from FDA on 01sep2022: during the ivc filter removal, one of the secondary legs broke off and floated to the right atrium of the heart. Unable to retrieve broken leg.

Manufacturer narrative:
Manufacturers ref# (B)(4). H11) corrected data compared with medwatch report mw5111580 b2) other serious or important medical event. B4)16-aug-2022. D1) cook celect venacava filter. D3)cook medical llc. E1)(B)(6). E3)risk manager. H1) malfunction. H6) 3165: device embedded in tissue or plaque, 1069: break, 1212: entrapment of device. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: 3-4 months after placement the operator was not able to retrieve the filter with a standard clover snare approach. Instead, a glidewire loop snare configuration was created removing the filter through a 12-french sheath. Upon removing the filter from the sheath, two of the secondary legs were detached from the filter, one came out with the filter, the other embolized in the patient. Fluoroscopic evaluation demonstrated the secondary leg projecting over the right ventricle. Attempts at snaring this secondary leg were unsuccessful, and at the conclusion of the procedure this secondary leg remained in place. A single photograph and a poor quality screenshot of a fluoroscopic image were submitted for review. The photograph demonstrates a celect platinum ivc filter on a blue surgical towel. Immediately adjacent to the filter is a detached secondary leg. The fractured leg has an acute bend/kink involving the portion of the secondary filter leg that would be closest to the filter neck. The filter has 6 remaining secondary legs and four primary legs still attached. The single poor quality fluoroscopic image demonstrates a secondary leg projected over the lower chest, likely over the region of the right heart. The secondary leg has a very similar configuration with a kinked appearance along the portion of the secondary leg that would be closest to the filter neck. There are no images demonstrating the filter implantation nor the actual retrieval event. Without any images submitted of the preretrieval filter configuration, it is difficult to determine why there was such a challenge capturing the filter. Despite the absence of these images, it is probable that the filter hook was abutting the wall of the ivc inhibiting the ability of the clover snare to engage with the filter hook. In this situation, more advanced techniques need to be utilized in order to retrieve the filter, including the technique utilized by the physician, a glidewire loop snare, and/or bronchial forceps. Given the configuration of the fractured secondary legs, with an acute kink in the secondary leg near the portion that would be attached to the filter neck, the glidewire loop snare was likely formed around these 2 secondary legs, instead of through the midportion of filter body. This resulted in excessive forces being applied to the junction of the secondary filter leg and the filter neck while attempting to retract the filter into the 12-french sheath. These forces exceeded the intrinsic strength of the attachment and/or intrinsic strength of the metal itself, resulting in their fracture and detachment from the primary filter body. The fracture was directly related to the technique utilized to retrieve the filter and the forces placed on these secondary legs while using this technique. Using a bronchial forceps would not have resulted this type of fracture. The secondary issue is why a filter with a 3-4 month dwell time was so challenging to retrieve. This aspect cannot be addressed in the absence of the implantation images and the absence of preretrieval images. Was there a significant tilt present? If so, did the filter tilt develop over time, or was deployed with the tilt? In addition, was there penetration present, or not? There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.